Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed pump reboots. There was no visible damage to the battery compartment and the battery cap. The returned battery cap was able to secure onto the pump, and maintain an electrical connection with the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.